Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a distal tip detachment occurred, which resulted in an unretrieved device fragment and additional intervention. The patient presented with multivessel coronary artery disease (cad), with a 95% stenosed target lesion located in a mildly tortuous and moderately calcified left anterior descending artery (lad). A previously placed drug-eluting stent (des) in the lad was noted to be restenosed. A comet ii pressure guidewire was selected to measure the diastolic flow ratio (dfr) of the lad to facilitate a referral for cardiovascular (cv) surgery. During advancement, the guidewire entered a diagonal branch and could not get into the left anterior descending (lad) artery. The physician then attempted to remove the device from the body to reshape it. However, during withdrawal, significant physical resistance was felt, and the guide catheter was sucked into the left main coronary artery. Upon removal from the patient, the guidewire came out of the body stretched and thinned. Upon turning on the fluoroscopic, the physician saw that approximately 2cm of the distal radiopaque tip remained in the diagonal branch, and stretched back through the left main coronary artery, and into the aorta. The physician attempted percutaneous retrieval of the fragments using a snare, however, this was unsuccessful. Given the patient's existing need for surgical management of multivessel coronary artery disease, the patient was referred to cardiovascular surgery to remove the wire remains in conjunction with the planned coronary artery bypass graft (CABG). The patient remained stable post procedure and is expected to fully recover.

Event description:
It was reported that a distal tip detachment occurred, which resulted in an unretrieved device fragment and additional intervention. The patient presented with multivessel coronary artery disease (cad), with a 95% stenosed target lesion located in a mildly tortuous and moderately calcified left anterior descending artery (lad). A previously placed drug-eluting stent (des) in the lad was noted to be restenosed. A comet ii pressure guidewire was selected to measure the diastolic flow ratio (dfr) of the lad to facilitate a referral for cardiovascular (cv) surgery. During advancement, the guidewire entered a diagonal branch and could not get into the left anterior descending (lad) artery. The physician then attempted to remove the device from the body to reshape it. However, during withdrawal, significant physical resistance was felt, and the guide catheter was sucked into the left main coronary artery. Upon removal from the patient, the guidewire came out of the body stretched and thinned. Upon turning on the fluoroscopic, the physician saw that approximately 2cm of the distal radiopaque tip remained in the diagonal branch, and stretched back through the left main coronary artery, and into the aorta. The physician attempted percutaneous retrieval of the fragments using a snare, however, this was unsuccessful. Given the patient's existing need for surgical management of multivessel coronary artery disease, the patient was referred to cardiovascular surgery to remove the wire remains in conjunction with the planned coronary artery bypass graft (CABG). The patient remained stable post procedure and is expected to fully recover.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: regarding the reported issues distal tip, detachment of device or device component, guidewire, difficult to remove, guidewire, difficult to advance, distal tip, stretched, device, device interaction with another device, unretrieved device fragments (udf), additional surgery, additional device required and hospitalization or prolonged hospitalization, have been assigned the conclusion code of adverse event related to procedure following a review of the reported event details, available information, and product record review. It is likely that the issue could be related to operational factors such as handling, technique, among others that caused the reported event, furthermore, batch record review concluded that no manufacturing deviations were identified during the manufacturing process.